Event description:
Dealer advised they received right motor gearbox and the motor was upside down. Dealer advised brake lever was towards the inside instead of the outside. Dealer advised would swap motor around. Dealer hung up received information from tech.